Event description:
Same pt as MFR report # 3005099803-2008-04343. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 1 year post an rx wallstent permalume 10mm x 40mm stent in an unk location, the pt underwent a stent removal procedure for unspecified reasons. Upon removal of the stent, the physician noted hyperplasia. It was noted that the event was not serious, mild in severity, and definitely related to the device. Another rx wallstent permalume 10mm x 40mm stent was placed. The pt's care is reported as "ongoing".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.